Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (lot number 592740) 1250 mcg/ml at 12.02 mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient¿s medical history includes ms (multiple sclerosis). On (B)(6) 2019 it was reported that the patient had reported a fall, (unsure of the date about a week or so ago), and the pump flipped in the pocket. The patient reported no change in therapy, baclofen withdrawal or increased spasticity, however they were unable to interrogate or fill the pump. Surgical intervention occurred and during the procedure the pump flipped and the catheter was twisted. The physician attempted a revision of the pump segment only, however part of the prior catheter stuck to the pump and the catheter was twisted in the pump pocket. The physician ultimately decided to replace the entire system. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly pump motor o-ring wear. Analysis of the catheter revealed catheter has significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.